Manufacturer narrative:
D10: 32mm i.d. Size gg elevated rim liner use with 48mm o.d. Size gg shell item: 00875200832 lot: 630203144. Unknown screws x 7 cer bioloxd option hd 32mm item: 650-1056 lot: 007000. G2: foreign ¿ canada . The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 5-months post implantation due to dislocation and noted the patient has been falling due to unknown cause. During the revision it was noted the acetabulum was loose, synovitis, screw fractures and significant damage to the bone structures of the pelvis with the entire posterior-superior roof is virtually absent and fragmented. The shell, liner, head, taper adapter, plate, screws, and zimmer frame are exchanged with competitor acetabular construct and allograft. It was confirmed that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient has a history of revisions, with this one taking place in (B)(6) of 2017. The patient dislocated again and it was fond the cup was loose from several falls. During the revision, it was found the acetabular bone is fragmented and damaged. The cup was loose and the screws were found to be broken. Inflammatory fluid was noted along with synovitis. The ceramic head was found to be mobilized and rubbing, with corrosion debris noted in the joint. The head, cup, bearing, and screws were explanted and replaced. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was confirmed that no further information could be provided.